Manufacturer narrative:
(B)(4) for the event of handle cannula detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a sensation small oval snare was used during a colonoscopy (with polypectomy) performed on (B)(6) 2013. According to the complainant, during the procedure, when the device was inside the patient, the thumb ring assembly ¿separated and detached¿ from the device handle. It was reported that ¿the open/close handle spring became disconnected,¿ but further clarification of the damage to the handle could not be obtained. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.